Event description:
It was reported that during testing prior to a procedure at the user facility, the core impaction drill experienced run-on. It was confirmed by service that the core impaction drill continued to run-on after activated and would coast to a stop. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during testing prior to a procedure at the user facility, the core impaction drill experienced run-on. It was confirmed by service that the core impaction drill continued to run-on after activated and would coast to a stop. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete. The device is available for evaluation; additional information may be submitted once the quality investigation is complete.

Manufacturer narrative:
The technician was able to duplicate the reported event of run-on in the form of coasting to a stop, and noted a corroded motor assembly, which may have cause the reported event.